Event description:
Philips received a complaint from customer biomed reporting a proximal pressure disconnect error on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with customer biomedical engineer. Error code 1202 (proximal pressure line disconnect) was confirmed in error log. Onsite service was requested and initiated. A philips authorized service provider (asp) evaluated the device and reported no errors could be reproduced in testing. The device was confirmed to be operating per specifications and no failure was identified.